Event description:
It was reported that this patient had received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while programmed in the alternate vector. The system was reprogrammed to the primary vector and had an episode where the smart pass feature was disabled. No additional adverse patient effects were reported. Currently, this electrode remains in service.